Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the ecs25 instrument was used during the procedure. The surgeon stated that the device cut and stapled sufficiently performing the esophagojejunostomy. The ecs25 functioned without showing any problems and no intraoperative complications. Consequently, the circular anastomosis was sufficiently performed. The donut was complete. Inspection of the anastomosis did not show any insufficiencies at all and the anastomosis was tension free. Two days postoperative, the condition of the pt got worse. The pt was reoperated. The respective anastomosis was insufficient. One half of the anastomosis was open. The anastomosis was not inspected in order to evaluate if any staples were malformed or missing(the operative specimen from the reoperation is not available). The surgeon has experience with stapling techniques for several years with ussc devices. He stated that this was one of the first times he has used an ethicon stapler. The surgeon also stated that it could be possible that the device was not closed exactly according to the description in the package insert, before firing. The surgeon stated that there is no evidence for any malfunction of the ecs device.